Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro delivery system was selected to be used. During the procedure, the physician performed excessively forceful tug tests, which raised concerns about device stability. The physician was advised on proper strategy for a tug test to ensure closure device stability. There was no effusion after the test. Due to proximal placement and low-normal compression, the physician repositioned the closure device using partial recapture workflow, each time continuing to perform excessively aggressive tug tests. It was apparent the appendage itself was becoming invaginated leading to a slower recoil which apparently led to the physician questioning stability. The physician was educated by clinical specialist several times regarding the anatomical characteristics and compliant and frail behaviors of the left atrial appendage and advised on several occasions to avoid such aggressive tug technique. The closure device was placed in satisfactory position. It was suggested to check for an effusion and vital sign assessment. The patient's blood pressure dropped to 80/50mmhg, and a small posterior effusion was noted. Over the next few minutes, right ventricle collapse was noted on the transesophageal echocardiography (tee). To manage the effusion, heparin reversal with protamine were administrated. The patient is expected to fully recover.

Manufacturer narrative:
D4 lot number, unique identifier (UDI): updated with additional information receivedh4 device manufacture date: updated with additional information received.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro delivery system was selected to be used. During the procedure, the physician performed excessively forceful tug tests, which raised concerns about device stability. The physician was advised on proper strategy for a tug test to ensure closure device stability. There was no effusion after the test. Due to proximal placement and low-normal compression, the physician repositioned the closure device using partial recapture workflow, each time continuing to perform excessively aggressive tug tests. It was apparent the appendage itself was becoming invaginated leading to a slower recoil which apparently led to the physician questioning stability. The physician was educated by clinical specialist several times regarding the anatomical characteristics and compliant and frail behaviors of the left atrial appendage and advised on several occasions to avoid such aggressive tug technique. The closure device was placed in satisfactory position. It was suggested to check for an effusion and vital sign assessment. The patient's blood pressure dropped to 80/50mmhg, and a small posterior effusion was noted. Over the next few minutes, right ventricle collapse was noted on the transesophageal echocardiography (tee). To manage the effusion, heparin reversal with protamine were administrated. The patient is expected to fully recover.